Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, when false positive brady episodes and false positive pause episodes were noted on the device. No intervention was performed. Patient was stable and will continue to be monitored.